Manufacturer narrative:
(B)(4). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the pocket site and suspected that the ipg had moved. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site and suspected that the ipg had moved. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site and suspected that the ipg had moved. It was also noted that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.